Event description:
Mother was in labor during which she inadvertently kicked apart the bottom portion of the birthing bed mattress. Approx at the same time the baby propulsed out, and fell through a gap created after the bottom portion of the mattress was gone, onto the floor. The umbilical cord was severed. Nurses were in attendance. Nurse immediately applied pressure to the umbilical cord. Newborn care was provided. The baby was discharged after a 4 day stay.